Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a planned explantation three of five variable angle locking screws were broken during removal. There was no report of a surgical delay this report is for three unknown variable angle locking screws this report is for 1 of 1 complaint (B)(4).

Event description:
It was reported that a patient presented with a fracture of the left foot at the base of the first metatarsal bone, multifragmental with joint involvement and severe dislocation, corresponding to a lisfranc dislocation and subcapital second metatarsal fracture. Angle-stable plate osteosynthesis and transtemporal angle-stable plate stiffening of lisfranc joint was performed on (B)(6) 2013. Patient returned for construct removal on (B)(6) 2014. Screws were extracted after chiseling free in the form of osteotomy. Defect zone was filled with allogeneic cancellous bone and scarred extensor tendon sheath was removed. It was observed that all three screws that had been introduced into the medial cuneiform bone were broken. The screw heads with partial thread were able to be completely excised. Hollow reamer osteotomy was necessary. After exposure and under markedly difficult operating conditions, the screw thread was removed using a needle holder. The resulting cavity was filled with allogeneic cancellous bone and impacted. Patient was recommended for mobilization on two forearm walking crutches with partial loading for ten days, then transition to full weight bearing. No further restrictions. Review of the x-rays taken (B)(6) 2014 indicates a plate and six screws on the first tarsal metatarsal joint and another plate on the second metatarsal bone with four screws.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for three unknown variable angle locking screws locking screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional details surrounding the events of this report. Devices were received with broken screw heads. Part and lot numbers are unknown. Complaint condition is confirmed. However, no detailed clinical information is available, therefore we are not able to determine the cause which has led to these circumstances. It is possible that there was a complication during operation or the healing process that caused this problem. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.